Event description:
It was reported that there was a high impedance issue. Xrays and impedance testing was done. A lead revision was performed. The lead was explanted (complete) and replaced. Patient status at the time of the reporting was alive - no injury.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va01tnv, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).